Manufacturer narrative:
The technician isolated the issue to the limit switch. He replaced the limit switch to repair the bed.

Event description:
Information received indicates the head of the bed will rise about an inch and lower on its own.